Event description:
It was reported the subject device displayed flickering image. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure of the universal cord. A root cause could not be identified. Based on the results of the investigation, flickering images and white screens occurred due to malfunction of the universal cord. It is likely that the universal cord failure was damaged due to the force of being pulled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.